Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that poor sensing and impedance values were observed. Lead issue suspected. Lead was capped and replaced.